Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to corroded home switch. The pump was unable to perform displacement test, basic occlusion test, excessive no delivery test, prime test and occlusion test due to motor error alarms. The pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner. (B)(4)

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 221 mg/dl. The customer stated that this was the third pump this year that alarmed motor error. The customer stated that the pump is set up the way it should and it sits on the couch so it does not get damaged. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.